Event description:
It was reported that the user¿s insulin supply ran out, insulin delivery stopped, and blood glucose rose above 400 mg/dl; insulin delivery resumed after a supply change, but glucose remained high, and the user reported visual difficulty from cataracts and vomiting attributed by the user to a stomach illness. Symptoms include nausea, vomiting and polydipsia associated with hyperglycemia. Outcomes included a missed dose and a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.